Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the insulin gauge was inaccurate and static. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. The customer's doctor recommended a correction injection of lantus be administered to address the high bg and the customer loaded a new cartridge to resolve the issue.